Event description:
This is filed for the worsening mitral regurgitation. It was reported that on (B)(6) 2022, the patient presented with mixed mitral regurgitation (mr) grade 3, small cardiac chambers. The patient had a pre-placed alfieri stitch at the mitral valve and pre-existing elevated mean mitral valve gradient of 4-7mmhg. The mitraclip (cds0702-ntw, 10825r176) was advanced and obtained a good grasp, lateral to the alfieri stitch, however, the gradient increased to 13mmhg. The device was re-positioned however there was no success at getting a good grasp. After a few more grasps, the mr increased to grade 4 without an obvious reason. The leaflets were un-grasped and the gradient returned to baseline. The device was removed without further issues reported and procedure was aborted. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported positioning failure (leaflet grasping ¿ clip not implanted) was due to the combination of patient conditions (alfieri stitch at the mitral valve and pre-existing elevated mean mitral valve gradient) and poor image resolution. The reported image resolution was difficult due to the patient anatomy and pre-operation (alfieri stitch). Additionally, mitral regurgitation is listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported mitral regurgitation appears to be related to patient. The reported serious injury/ illness/ impairment was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.